Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Following month post deployment, CT scan revealed that the ivc filter was located with the superior tip of the ivc filter was tilted to the left approximately 45 degrees. Five days followed by; unsuccessful attempt was made to retrieve the filter. Snare was used to catch hook of the filter with cook filter retrieval sheath due to the tilt of the filter, which appeared to be wedged against the ivc wall. Then forceps were used to attempt to grasp the apical hook of the filter. During the retrieval attempt, patient experienced abdominal pain. Few days later, another attempt was made to retrieve the filter. During the process, it was identified that one of the filter struts was fractured and migrated to left main pulmonary artery. After, multiple attempts the filter was remove. The detached filter limb was also retrieved. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2020).

Event description:
It was reported through the litigation process that there was an unsuccessful attempt to retrieve the filter due to the filter being tilted and embedded. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts were detached. The device and the detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.